Event description:
New information noted that the lead was placed into the header properly. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited high defib impedance. Further information was requester however, was not provided.